Manufacturer narrative:
(B)(4). Date of event: day of the month unknown. Medical device: batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following information was requested, but unavailable: what were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? Was a leak test performed in the initial surgical procedure? If so, what was the result? How many days postoperative did the leak occur? How was leak identified? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? Can more information be provided about what was done during the reoperation? Was a diverting colostomy/ileostomy performed? If so, is it temporary or permanent? Were there any other contributing factors to include patient tissue condition? What is the current status of the patient? Response: I do not have any additional information to share.

Event description:
It was reported that the doctor performed a laparoscopic sigmoid colectomy with an ecs29a device. The patient returned on an unknown date with a post op leak and the doctor performed a diverted colectomy to resolve the leak. The patient has been discharged.